Event description:
Customer reported he had an operation for a fusion of vertebra. Customer stated the operation went bad, he went into coma for three days. Customer states that when he woke up, hospital personal informed him the insulin pump was not working correctly. Customer was put on lantis and homalog. Customer went on stating he felt the healthcare personal did not know anything about the device and that was the cause of the problem. Troubleshooting was performed. Customer's blood glucose was 261 mg/dl, treated with 15 units of insulin. Customer was about to puke and disconnected the call. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.